Manufacturer narrative:
Complaint conclusion: as reported, the white advancer tube of a 5f mynxgrip vascular closure device (vcd) was not exposed after the 5f non-cordis sheath was retracted and locked onto the handle. Hemostasis was achieved using manual compression for less than thirty minutes. There was no reported patient injury. The user shuttled down completely according to the operator. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the 5f non-cordis sheath. A 5f 13 cm non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including confirmation of the 5f non-cordis vascular sheath introducer's insertion angle between 30¿45 degrees. The vessel diameter was verified to be =5 mm, with no vessel tortuosity or calcium present at the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was trained on the mynx device. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. One non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. Additionally, a non-cordis csi was returned inserted on the device. The sealant and the advancer tube were both found in their manufacturing positions, and no additional anomalies were observed during this visual analysis. An inflation/deflation test was performed, and no issues related to the reported event were observed, as the balloon inflated and deflated as expected. In addition, a deployment simulation test was conducted, and no issues related to the functionality of the device were observed, as the sealant was deployed and the advancer tube advanced as intended. The reported event of ¿ sealant failure to deploy advancer tube¿ was not observed through analysis of the returned device since the advancer tube advanced as intended and the sealant was deployed during the analysis. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. Per the mynxgrip IFU, which is not intended as a mitigation, step 2: deploy sealant, while pulling lightly on the device handle to ensure the balloon is abutting the vessel wall, open the sheath stopcock to confirm temporary hemostasis. Detach the shuttle and advance until a definitive stop is felt. Grasp the sheath and with draw it from the tissue tract. Light tension should be maintained to keep the balloon abutted against the vessel wall. Grasp the advancer tube at the skin and gently advance until the single marker is fully visible and hold for up to 30 seconds. Then lay the device down for up to 90 seconds. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white advancer tube of a 5f mynxgrip vascular closure device (vcd) was not exposed after the 5f non-cordis sheath was retracted and locked onto the handle. Hemostasis was achieved using manual compression for less than thirty minutes. There was no reported patient injury. The user shuttled down completely according to the operator. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the 5f non-cordis sheath. A 5f 13 cm non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including confirmation of the 5f non-cordis vascular sheath introducer's insertion angle between 30¿45 degrees. The vessel diameter was verified to be =5 mm, with no vessel tortuosity or calcium present at the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was trained on the mynx device. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. The device will be returned for evaluation.